Manufacturer narrative:
Available information indicates the device and lead remain implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) lead contacted boston scientific to request more information about how their communicator and the remote monitoring system worked. The patient reported having a lead that was broken and wanted to know if the remote monitoring system could identify such events. It was noted there was a red alert in the remote monitoring system indicating high, out-of-range pacing impedance measurements of greater than 3000 ohms were recorded. No further information was provided. No adverse patient effects were reported.